Event description:
It was reported that the ilet pump¿s display assembly began separating from the body when removed from the charger, though the touchscreen remained functional and the user temporarily secured it with tape. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy reported and no medical care or hospitalization. Investigation included collection of device details and arrangements for device replacement with return of the original for evaluation. Investigation of this case revealed a mechanical enclosure issue consistent with screen bezel separation of the display/module, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the enclosure/display assembly.